Event description:
PICC line was inserted in 2005. On the 4th day, the clinician inspected the catheter, which was reported to be malpositioned and clotted. The clinician identified that the gauze dressing was moist and saturated with a small amount of blood and clear fluid. When removing the dressing, it was noted that the PICC catheter was completely separated from the hub. The catheter was then immediately removed. There was 5 inches of external catheter at the time of the insertion. The full 20 inches of catheter removed easily. No adverse effect to the patient was noted.